Event description:
Information received does not address the patient's clinical status but notes that the patient was seen clinically after a transtelephonic check gave a rate of 62.5 bpm. Interro- gation revealed an rrt flag with ventricular pacing at 62 ppm. The flag was cleared, but measured battery data showed 12ua, <1 kohms, and dashes (---) for cell voltage and magnet rate. Post download data still displayed dashes for cell voltage. A device replacement was scheduled.